Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps did not close after it was inserted into the eye during surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
One forceps sample was received in opened original packaging including the cover foil. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was not confirmed. It was found that the forceps could be activated, the opening and closing was good and it worked multiple times prior to and after cleaning. A root cause could not be determined because the sample meets the specifications. No corrective actions are required because there is no indication of a malfunction. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).